Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: another camera at meriter flipping the screen when using the pendulum and hub. The failure identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a transition board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was inverted image.